Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturer's release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. There have been no other complaints reported in the lot number. Additional information is not expected. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon reported that two years after the shunt was implanted, the patient's intraocular pressure increased. The shunt was explanted and a trabeculectomy was performed. It was reported that the 4 patient was improving one year later.

Event description:
A surgeon reported that the shunt was touching the iris following a glaucoma filtration shunt procedure. There was no impact to the patient and the shunt remains implanted. Additional information is not expected.